Event description:
It was reported that the patient underwent a revision/explant procedure on (B)(6) 2014 due to the discovery of callus formation via x-ray(s). Bone atrophy was also detected when the surgeon removed the implants. Approximately six (6) months post-revision, the patient¿s bone was said to have healed. The original procedure occurred two (2) years prior to the revision. This report is for six (6) unknown locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. This report is for six (6) unknown locking screws. The original implant procedure occurred on an unknown date approximately two (2) years prior to the revision. (B)(4) callus formation and bone atrophy. PMA/510k: unknown, as the specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.